Event description:
During an endoscopic pillcam deployment in the duodenum using an us endoscopy deployment device, deployment of pillcam failed. As the scope was removed, some blood was noted. Upon closer inspection of the pillcam and deployment device once the scope was removed, it was noted that the pillcam was still sitting the deployment device and the deployment rod had slipped thru the pillcam holder.

Event description:
During an endoscopic pillcam deployment in the duodenum using an us endoscopy deployment device, deployment of pillcam failed. As the scope was removed, some blood was noted. Upon closer inspection of the pillcam and deployment device once the scope was removed, it was noted that the pillcam was still sitting. The deployment device and the deployment rod had slipped thru the pillcam holder.